Manufacturer narrative:
Unit alarmed "compromise force sensor" during basic occlusion test due to loose/protruded drive support disk. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer received a compromised forced sensor alarm. Customer's blood glucose was 204 mg/dl. Customer states insulin "squirt" out when attempted to prime. Customer states drive support cap was loose. Customer was advised that insulin pump would need to be replaced.